Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 450 mg/dl with symptoms of nausea and dehydration. The patient remained on the pump at the time of the call. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history with a customer technical support representative and found that the basal history did not match the active basal program. The reporter noted that the pump¿s basal settings had been changed in relation to the alleged event. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump history indicated an issue with basal delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: the total daily dose history matches the basal and bolus history; basal history added up correctly to the basal segment programmed by the user. No alarms were found in the alarm history indicating an interruption in delivery. The alleged issue could not be duplicated. The pump was put on a basal program of at least 1u/hr for 24 hours during the investigation. The pump history indicated that the total daily dose was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications.